Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the anchor broke during use. Per additional information received all pieces were retrieved.

Manufacturer narrative:
Alleged failure: total cruciate ligament reconstruction meniscus suturing was performed. Broke the air during the procedure and implanted another product. To complete the procedure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on anchor or user unfamiliarity with the product. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during use. Per additional information received all pieces were retrieved.